Manufacturer narrative:
Carefusion file identification: (B)(4). Upon completion of the evaluation or in the event additional information becomes available, a follow-up report will be submitted. Pending evaluation, at this time, carefusion has not received the suspect device from the customer. (B)(4).

Event description:
The customer reported that prior to using the avea ventilator, the ventilator passed the extended self test and when going into vent mode on test lung the vent gave an exhaled peak pressure and circuit occlusion alarm. No patient involvement was reported.